Event description:
It was reported, the monomer ampoule and the polymer bag were not contained within the device packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.